Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late and rupture.

Event description:
Patient representative reported left side "chronic inflammatory process," "capsular contracture," baker grade unknown, "anxiety about the replacement of the prosthesis," "intracapsular rupture," "peri-implant fluid," "radial folds," and "cystic spaces." Device was explanted.